Event description:
Consumer reports bd logic not giving accurate results. Comparing to pt's other meter. Analysis run on clarke error grid using competitive reading (104,97) vs. Bd. Reading (234, 159) yielded data points in the "c" zone of the grid, outside acceptable range.